Manufacturer narrative:
(D10) concomitant devices: 320-42-00 - eq rev 42mm humeral liner +0: (B)(6) 320-10-00 - eq rev tray adapter plate tray +0: (B)(6) 320-02-42 - rs exp glenosphere 42mm, +4mm offset: (B)(6) 320-15-04 - rs glenoid plate r post aug, 8 deg, right: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Approximately 1 month(s) post-operative of a right rtsa, it was reported via clinical study that the patient experienced a (other) scapular fracture. Patient¿s arm was jerked while pumping gas. The patient underwent a standard reverse revision with the reported removal of the standard humeral stem component. The outcome of this event is now considered resolved and the case report form indicates that this event is possibly related to the device and possibly related to the procedure. This was reported through clinical trial study data collection activities, no device return is anticipated, and no other information is available at this time.

Manufacturer narrative:
The revision reported was likely due to a bone fracture. The reason for the fracture cannot be conclusively determined but may be related to implant positioning, patient bone quality, a trauma, and/or another patient related condition. However, this cannot be confirmed based on the information provided. H6: corrected investigation clinical codes.